Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant the pacing lead high impedance was observed. It was also noted that the lead tip was bent. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.